Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported impact on the customer's blood glucose level. The customer received guidance from technical support to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.